Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms.

Event description:
Bile duct disorder [biliary tract disorder]. Platelets decreased [platelet count decreased]. Case description: initial information received on 17-mar-2016: this spontaneous medical device report was received form a physician and concerned a middle-aged male patient. On (B)(6) 2016 the patient underwent a tace with embosphere (trisacryl gelatin microspheres) for an unknown indication. On (B)(6) 2016 the patient underwent a tace with dc bead, indication not reported. On an unknown date he developed a bile disorder. It is reported that his bile duct had begun to open since before. On (B)(6) 2016 the patient presented platelets decreased to 60000. On (B)(6) 2016 a percutaneous transhepatic cholangiodrainage (ptcd) was performed. On an unknown date, the patient's current platelets count became slightly above 100000. At the time of this report the outcomes of bile duct disorder and platelets decreased were unknown. The reporting physician considered the events bile duct disorder and platelets decreased as possibly related to dc bead tace treatment. The company considered both events bile duct disorder and platelets decreased as medically significant. Follow up information has been sought. As of 19-apr-2016, no additional information has been received. The final/follow-up report will be sent within 30 calendar days on 22-may-2016. Additional information on 17-may-2016: at the time of this report three query attempts were conducted with the reporter to obtain the requested information (which drug was eluted with dc bead, dc bead indication for use, dc bead size, lot number and expiration date, patient's medical history and concomitant medications, the outcome of the events and their respective resolution dates, clarification on the first observation of the bile duct opening (i.e. Before or after treatment). No answer has been obtained yet. The next final/follow up report will be sent in 30 days. Final assessment on 14-jun-2016: follow up information has been requested but not received, case is considered lost to follow up. No device failure has been identified as a result of this adverse events. It has been assessed that no corrective action is necessary at this time and the report is considered final. Case comment: the events biliary tract disorder and platelets count decreased are unlisted according to the current instruction for use for dc bead. The reporting physician considers the events experienced by the patient as possibly related to dc bead. Despite the limited information on the case, given the temporal relationship, the company also considered the events as possibly related to dc bead since its role cannot be ruled out. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms.

Event description:
Bile duct disorder [biliary tract disorder]. Platelets decreased [platelet count decreased]. Case description: initial information received on 17-mar-2016: this spontaneous medical device report was received form a physician and concerned a middle-aged male patient. On (B)(6) 2016 the patient underwent a tace with embosphere (trisacryl gelatin microspheres) for an unknown indication. On (B)(6) 2016 the patient underwent a tace with dc bead, indication not reported. On an unknown date he developed a bile disorder. It is reported that his bile duct had begun to open since before. On (B)(6) 2016 the patient presented platelets decreased to 60000. On (B)(6) 2016 a percutaneous transhepatic cholangiodrainage (ptcd) was performed. On an unknown date, the patient's current platelets count became slightly above 100000. At the time of this report the outcomes of bile duct disorder and platelets decreased were unknown. The reporting physician considered the events bile duct disorder and platelets decreased as possibly related to dc bead tace treatment. The company considered both events bile duct disorder and platelets decreased as medically significant. Followup information has been sought. As of 19-apr-2016, no additional information has been received. The final/follow-up report will be sent within 30 calendar days on 22-may-2016. Case comment: the events biliary tract disorder and platelets count decreased are unlisted according to the current instruction for use for dc bead. The reporting physician considers the events experienced by the patient as possibly related to dc bead. Despite the limited information on the case, given the temporal relationship, the company also considered the events as possibly related to dc bead since its role cannot be ruled out. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms.

Event description:
Bile duct disorder [biliary tract disorder] , platelets decreased [platelet count decreased] . Case description: initial information received on 17-mar-2016: this spontaneous medical device report was received form a physician and concerned a middle-aged male patient. On (B)(6) 2016 the patient underwent a tace with embosphere (trisacryl gelatin microspheres) for an unknown indication. On (B)(6) 2016 the patient underwent a tace with dc bead, indication not reported. On an unknown date he developed a bile disorder. It is reported that his bile duct had begun to open since before. On (B)(6) 2016 the patient presented platelets decreased to 60000. On (B)(6) 2016 a percutaneous transhepatic cholangiodrainage (ptcd) was performed. On an unknown date, the patient's current platelets count became slightly above 100000. At the time of this report the outcomes of bile duct disorder and platelets decreased were unknown. The reporting physician considered the events bile duct disorder and platelets decreased as possibly related to dc bead tace treatment. The company considered both events bile duct disorder and platelets decreased as medically significant. Follow up information has been sought. As of 19-apr-2016, no additional information has been received. The final/follow-up report will be sent within 30 calendar days on 22-may-2016. Additional information on 17-may-2016: at the time of this report three query attempts were conducted with the reporter to obtain the requested information (which drug was eluted with dc bead, dc bead indication for use, dc bead size, lot number and expiration date, patient's medical history and concomitant medications, the outcome of the events and their respective resolution dates, clarification on the first observation of the bile duct opening (i.e. Before or after treatment). No answer has been obtained yet. The next final/follow up report will be sent in 30 days. Case comment: the events biliary tract disorder and platelets count decreased are unlisted according to the current instruction for use for dc bead. The reporting physician considers the events experienced by the patient as possibly related to dc bead. Despite the limited information on the case, given the temporal relationship, the company also considered the events as possibly related to dc bead since its role cannot be ruled out. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms.

Event description:
Bile duct disorder [biliary tract disorder]. Liver abscess [liver abscess]. Platelets decreased [platelet count decreased] . Dc bead loaded with epirubicin 50 mg [off label use of device] . Case description: initial information received on 17-mar-2016: this spontaneous medical device report was received form a physician and concerned a middle-aged male patient. On (B)(6) 2016 the patient underwent a tace with embosphere (trisacryl gelatin microspheres) for an unknown indication. On (B)(6) 2016 the patient underwent a tace with dc bead, indication not reported. On an unknown date he developed a bile disorder. It is reported that his bile duct had begun to open since before. On (B)(6) 2016 the patient presented platelets decreased to 60000. On (B)(6) 2016 a percutaneous transhepatic cholangiodrainage (ptcd) was performed. On an unknown date, the patient's current platelets count became slightly above 100000. At the time of this report the outcomes of bile duct disorder and platelets decreased were unknown. The reporting physician considered the events bile duct disorder and platelets decreased as possibly related to dc bead tace treatment. The company considered both events bile duct disorder and platelets decreased as medically significant. Follow up information has been sought. As of 19-apr-2016, no additional information has been received. The final/follow-up report will be sent within 30 calendar days on 22-may-2016. Additional information on 17-may-2016: at the time of this report three query attempts were conducted with the reporter to obtain the requested information (which drug was eluted with dc bead, dc bead indication for use, dc bead size, lot number and expiration date, patient's medical history and concomitant medications, the outcome of the events and their respective resolution dates, clarification on the first observation of the bile duct opening (i.e. Before or after treatment). No answer has been obtained yet. The next final/follow up report will be sent in 30 days. Final assessment on 14-jun-2016: follow up information has been requested but not received, case is considered lost to follow up. No device failure has been identified as a result of this adverse events. It has been assessed that no corrective action is necessary at this time and the report is considered final. Follow-up information received on 23-jun-2016: the patient's past medical history was reported as none. The patient's concomitant diseases included hcc, bile duct dilatation, gastric cancer, prostate cancer, alcoholic hepatitis and tace with embosphere. The patient's concomitant medication included epirubicin. The patient's pre-tace condition of hepatocellular carcinoma included 14 tumors with a maximum diameter tumor size of 68 mm. On (B)(6) 2016 the patient's bile duct had begun to open since before (asymptomatic). On (B)(6) 2016 the patient received 1.5 vials of embosphere (without drug loading). On (B)(6) 2016 the patient underwent a tace with 1 vial dc bead (100-300 microm) loaded with 50 mg epirubicin [off-label use] for hcc. The tace embolization site/range was s8, s7, s1/a6, a5. The degree of embolization (rate of disappearance of the contract medium, 5 heartbeats as a reference) was about 5 heartbeats. On (B)(6) 2016 the patient presented platelets decreased (reported as non-serious), without hemorrhage. On (B)(6) 2016 bile duct disorder aggravated was observed after tace. The patient had symptoms of jaundice and liver abscess. The patient's treatments were replacement of ptbd [percutaneous transhepatic biliary drainage] tube, for avoiding cholangitis aggravated due to tace, which was managed since before the operation, insertion of a drain for liver abscess and an antibiotic. On an unknown date the platelets decreased have not recovered. On (B)(6) 2016 the bile duct disorder has not recovered. The reporting physician considered the events bile duct disorder and platelets decreased as possibly related to dc bead tace treatment. The reporter did not provide a causality assessment for the event liver abscess. The company considered the events bile duct disorder and liver abscess as serious (medically significant) and changed the seriousness for the event platelets decreased to non-serious as reported by the physician. Moreover, the company considered this case an off-label use of dc bead, since dc bead is indicated only for use with doxorubicin and irinotecan and not with epirubicin. No device failure has been identified as a result of these adverse events. It has been assessed that no corrective action is necessary at this time and the report is considered final. Case comment: the events biliary tract disorder, platelets count decreased and liver abscess are unlisted according to the current instruction for use for dc bead. The reporting physician considers the events bile duct disorder and platelets decreased as possibly related to dc bead. The reporter does not provide a causality assessment for the event liver abscess. Despite the limited information available on the case, given the temporal relationship, the company considered the events bile duct disorder, platelets decreased and liver abscess as related to dc bead since its role cannot be ruled out. The off label use of device is not assessable. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms.

Event description:
Bile duct disorder [biliary tract disorder]. Platelets decreased [platelet count decreased]. Case description: initial information received on (B)(6) 2016: this spontaneous medical device report was received form a physician and concerned a middle-aged male patient. On (B)(6) 2016 the patient underwent a tace with embosphere (trisacryl gelatin microspheres) for an unknown indication. On (B)(6) 2016 the patient underwent a tace with dc bead, indication not reported. On an unknown date he developed a bile disorder. It is reported that his bile duct had begun to open since before. On (B)(6) 2016 the patient presented platelets decreased to 60000. On (B)(6) 2016 a percutaneous transhepatic cholangiodrainage (ptcd) was performed. On an unknown date, the patient's current platelets count became slightly above 100000. At the time of this report the outcomes of bile duct disorder and platelets decreased were unknown. The reporting physician considered the events bile duct disorder and platelets decreased as possibly related to dc bead tace treatment. The company considered both events bile duct disorder and platelets decreased as medically significant. Case comment: the events biliary tract disorder and platelets count decreased are unlisted according to the current instruction for use for dc bead. The reporting physician considers the events experienced by the patient as possibly related to dc bead. Despite the limited information on the case, given the temporal relationship, the company also considered the events as possibly related to dc bead since its role cannot be ruled out. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms.

Event description:
Bile duct disorder [biliary tract disorder]. Platelets decreased [platelet count decreased]. Case description: initial information received on 17-mar-2016: this spontaneous medical device report was received form a physician and concerned a middle-aged male patient. On (B)(6)-2016 the patient underwent a tace with embosphere (trisacryl gelatin microspheres) for an unknown indication. On (B)(6)-2016 the patient underwent a tace with dc bead, indication not reported. On an unknown date he developed a bile disorder. It is reported that his bile duct had begun to open since before. On (B)(6)-2016 the patient presented platelets decreased to 60000. On (B)(6)-2016 a percutaneous transhepatic cholangiodrainage (ptcd) was performed. On an unknown date, the patient's current platelets count became slightly above 100000. At the time of this report the outcomes of bile duct disorder and platelets decreased were unknown. The reporting physician considered the events bile duct disorder and platelets decreased as possibly related to dc bead tace treatment. The company considered both events bile duct disorder and platelets decreased as medically significant. Follow up information has been sought. As of 19-apr-2016, no additional information has been received. The final/follow-up report will be sent within 30 calendar days of 22-may-2016. Additional information on 17-may-2016: at the time of this report three query attempts were conducted with the reporter to obtain the requested information (which drug was eluted with dc bead, dc bead indication for use, dc bead size, lot number and expiration date, patient's medical history and concomitant medications, the outcome of the events and their respective resolution dates, clarification on the first observation of the bile duct opening (i.e. Before or after treatment). No answer has been obtained yet. The next final/follow up report will be sent in 30 days. Case comment: the events biliary tract disorder and platelets count decreased are unlisted according to the current instruction for use for dc bead. The reporting physician considers the events experienced by the patient as possibly related to dc bead. Despite the limited information on the case, given the temporal relationship, the company also considered the events as possibly related to dc bead since its role cannot be ruled out. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.